Event description:
Additional information received from a consumer reported the pump was dual-alarming since (B)(6) 2015. The patient went through withdrawal in (B)(6) 2015 (as previously reported). Her hcp did two adjustments when she got the pump implanted, and she was not at her therapeutic dose yet, but the hcp reviewed with the patient that he could concentrate the medication and possibly make the refill intervals longer. The hcp was lowering the oral medication as the intrathecal medication was being increased. The patient again stated she had stage 4 kidney disease diagnosed in (B)(6) 2015. She went two months without medication or seeing an hcp due to insurance issues. The patient just found a primary care physician, and the patient wanted to get the pump explanted since it had been empty. The patient was taking oral pain medications. The patient was provided with hcp listings, and it was reviewed to work with her primary care physician on referring her to an hcp. On (B)(6) 2016, the patient stated that her pump was no longer alarming, or that she was no longer hearing the critical alarm.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient needed a refill but could not get any healthcare provider (hcp) to take her insurance. The pump had been beeping every 15-20 minutes for three days (since (B)(6) 2015). It was noted that the beeping seemed to be getting closer together, but was still a single beep, not yet the triple beep tone. Since the day after the alarm began, the patient had been in excruciating pain, she had to walk doubled over, her lower back was throbbing, her shoulder was spasming, and she was having spasms in her spine. The patient later stated that she was very disappointed with the pump and would like to have it taken out. She had had many issues with her insurance which prevented her from getting the pump filled. At the time of report ((B)(6) 2016), the pump was empty and the symptoms had been due to that. In addition, the patient indicated that she had not been able to get her kidney disease issues dealt with.

Event description:
Additional information was received from a consumer. The pump had been empty and not delivering for the past 8-9 months. The pump was constantly beeping.

Event description:
Additional information was received from a company representative. The pump logs show that an empty reservoir alarm occurred on (B)(6) 2015, and the read out showed that 17.5 ml dispensed since update. It was reviewed that the volume would be consistent with the pump have been filled with 10 ml at the prior refill on (B)(6) 2015. The doctor will likely switch medication to prialt. At the time of the report, the pump was used to infuse 10 mg/ml at 1.5 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-05. It was reported that the patient¿s pump had been empty for a year. The patient reiterated that the patient¿s healthcare provider (hcp) had only refilled the pump twice and was still titrating. However, the patient stated that they moved and, for various reasons including insurance, hcps not being trained, or hcps being trained but not taking new patients, the patient was unable to get their pump refilled. No symptoms were reported.

Event description:
Additional information was received from a company representative. The company representative received notes from the office that indicate 5 ml of dilaudid was removed from the pump on (B)(6) 2015 refill, and the pump was filled with 20 ml dilaudid 10 mg/ml at 1.8 mg/ml. The refill procedure was tolerated well without any complaints. The company representative did not believe there was a filling issue or volume discrepancy. The company representative suspected, if anything, it would have been a programming error. Clinical notes from (B)(6) 2015 were provided to the manufacturer. The patient's reason for appointment was neck and low back pain. The patient's lists of present illness included chronic low back and neck pain. The pain was constant, throbbing, aching, shooting and burning. The patient had associated radiation to the right lower extremity, but not the upper extremity. The patient had numbness and tingling sensation in their right leg. The pain was aggravated by prolonged sitting, standing, walking, lifting, bending and driving. The pain could be relieved by rest. The patient's pain score was between 6-10/10. The patient tried cervical and lumbar epidural steroid injections in the past and did not help much. The patient is s/p laminectomy with persistent pain. The patient was considering surgery for their neck. The patient was using methadone 20 mg 5 times a day. The patient had cervical epidural with some relief. The patient's pain was not well controlled and the pump was implanted 5 days prior to the clinic visit on (B)(6) 2015. The patient's back pain was completely resolved. The patient had shoulder pain. The pain was better in the low back. The patient still had pain in other parts of their body. The patient was at the clinic on (B)(6) 2015 for a pump adjustment. The patient medications included methadone 10 mg tablet 2 tab(s) 3 times a day, paxil 20 mg tablet 1 tab(s) once a day, lisinopril 10 mg tablet 1 tab(s) once a day, soma 350 mg tablet 1 tab(s) 3 times a day, amlodipine 5 mg tablet 1 tab(s) once a day, atenolol 25 mg tablet 1 tab(s) once a day, and motrin ib 800 mg tablet 1tab 3 times a day. The patient's past medical history included lumbar radiculopathy, hypertension, headache, osteoarthritis, and diabetes. The patient's musculoskeletal evaluation found tenderness in the right cervical paraspinals. There was tenderness in the low lumbar paraspinals muscles bilaterally. Facet maneuver is positive bilaterally. Manual muscle testing was 5/5 in bilateral lower extremities in all major muscle groups. Hip internal and external rotation did not cause any pain bilaterally. The healthcare professional's assessment included myalgia, and radiculopathy (lumbar and cervical region). The patient treatment for myalgia included continued percocet 5/325 tablet, 325 mg-5mg, 1 tab(s), orally tid prn, 50. The pump was increased on (B)(6) 2015 to 1.8 mg/day.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 1.1 mg/day. The concentration was unknown. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was having really bad pain. One example is when the patient is getting out of bed; it was noted as a 10 minute endeavor. The patient was having extremely bad days. The patient¿s symptoms were considered a sudden onset. The event date was reported as (B)(6) 2015. The patient was not making allegations against the pump therapy. The patient was told they need a medication adjustment as part of normal titration. The patient was trying to find a healthcare provider (hcp) to refill their pump. The patient¿s insurance changed and their refill was due (B)(6) 2015. The patient¿s hcp does not take their insurance and will not fill their pump. Additional information received from a consumer reported the patient had their pump increased to 1.8 mg/day and received 40 oxycodone 5 mg tablets for the month. The patient was still experiencing a lot of pain in the morning. The area of pain was the whole body/joints. The distance the patient is able to walk has decreased significantly. The patient¿s body is bending over from waist when walking, and the patient feels great if they can get in a fetal position. Many have told the patient that they are walking bent over now. After implant, by the end of the night the patient can¿t make it to the other side of apartment without stopping, bending over. The patient¿s pain was not resolved. It was later reported by a consumer that their pump had not been adjusted since implant and they were in a lot of pain. A physician listing was requested. The patient later reported their pump was alarming on (B)(6) 2015. The patient missed a refill on (B)(6) 2015. The patient is hearing a single tone alarm. The patient mentioned that their pump has not been adjusted properly since implant. The patient reported they now have insurance.

Event description:
Additional information was received from a company representative. Logs showed a low reservoir alarm occurred on (B)(6) 2015, followed by an empty reservoir alarm on (B)(6) 2015. The patient had a sudden return of pain. The pump was used to infuse dilaudid 10 mg/ml and was refilled with saline. Plans were made to consider refilling/dosing moving forward. Discussion if they plan to replace the pump or monitor with existing pump was also going to occur. The patient was implanted last year and were refilled in (B)(6) 2016. The patient missed a refill and never got another refill because of insurance issues. Logs were normal, and did not show motor stalls.